Event description:
It was reported that the system was displaying a "iris pot error." This error on the 9600 will prevent the system from operating. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.